Event description:
It was reported that dirt was found in the bd luer-lock¿ syringe. The following information was provided by the initial reporter: "dirt in the syringe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jan-2023. H6: investigation summary our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo and sample. No abnormalities were found in the historical review of the syringe production line. The most probable root cause of the failure is related to the transfer of the material for handling and transportation. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that dirt was found in the bd luer-lock¿ syringe. The following information was provided by the initial reporter: "dirt in the syringe."

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Batch number was unavailable hence unable to perform the DHR review.

Event description:
It was reported that dirt was found in the bd luer-lock¿ syringe. The following information was provided by the initial reporter: "dirt in the syringe."